Event description:
The customer reported that two employees experienced respiratory reactions to cidex. One of the two employees was restricted from working the gi/recovery unit. The employee went back to work with no issues. The customer also reported that the facility is having a vapor management system and a transfer pump installed to prevent reoccurrence.

Manufacturer narrative:
Respiratory reaction, inhalation, reference MDR: 2084725-2008-00751